Event description:
Procedure type: lap chole. According to the rptr: a broken piece was found on the mesenteric fat and was retrieved. After that, the surgeon noticed air leaked through the port and a valve was missing. A new one was opened to complete procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).